Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During an atrial fibrillation ablation to treat a persistent atrial fibrillation, a farawave catheter was selected for use. The catheter was flushed through both ports by a scrub nurse. During the procedure, after mapping, the physician brought the farawave catheter to the patient table. The physician then hooked up the flush lines, and no drip went through the catheter. The physician tried flushing with wire inserted, but nothing would go through catheter. The catheter was replaced, and procedure was completed with no patient complications reported. The catheter is expected to be returned for analysis.